Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a severe irritation that is like a burn, open, bleeding, and red. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use cortisone cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.